Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The logs were reviewed and no errors to support the issue were found. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator became inoperative. The patient was transferred to another ventilator without harm.